Manufacturer narrative:
H10: the customer biomed engineer (bme) evaluated the device and reported the device powered on and ventilated as expected, however, there was no display. The bme determined the user interface (ui) assembly required replacement. The bme confirmed the part was ordered and repair will occur once part is made available. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (ui assembly) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer reporting no display on the v60 ventilator. The device was not in clinical use. There was no report of harm. The investigation is ongoing.